Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted to hospital due to diabetic ketoacidosis on unknown date. The customer's current blood glucose was unknown. It was unknown whether the customer was using auto mode or not. The customer was wearing the insulin pump during the hospitalization and they kept treating blood glucose level would not came down. No further complications were reported. Troubleshooting was not performed. The customer will continue to use the device.